Event description:
A patient underwent urolift system treatment on (B)(6) 2013. On (B)(6) 2015, the patient presented for medical assessment of mild hematuria. Cystoscopy revealed a stone affixed to urolift implant that had been delivered too proximally and exposed to the bladder vesicle, contrary to the instructions for use. The encrusted implant was removed on (B)(6) 2015. After the removal procedure, the patient continued to have hematuria, urgency and frequency. Cystoscopy on (B)(6) 2015 showed that a separate implant had also been deployed too proximally in the bladder but had not been noted in the prior examination. The patient underwent a second removal procedure on (B)(6) 2015. The patient was discharged in stable condition on (B)(6) 2015.